Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station tower door failure. A field service engineer replaced the latch assembly and controller boards to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door did not open, preventing user from removing the required medications. The customer stated that there was delay since the users were unable to retrieve the medications. There were no adverse events or injuries reported based on this event.